Event description:
Litigation alleges the patient suffers from pain and difficulty ambulating. Update rec'd (B)(6) 2014 - pfs and medical records received. After review of the medical records the revision operative note indicated the patient had a poly liner, not metal so all other implants are being reported as they cannot be as the cause of pain. There was also a fracture of the greater trochanter during the primary operative procedure, but it didn¿t state what caused it. The revision operative note indicated subluxation and impingement between the cup and stem. The cup was revised. The pfs also alleged leg length discrepancy. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.